Manufacturer narrative:
(B)(4) additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during visceral surgery, impossible to introduce the trocar didn't retract.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The obturator and the trocar assembly were returned. Visual inspection of the components revealed no abnormalities. Functionally, the obturator was inserted into the trocar with no binding or difficulty. The instrument was applied to test media; the shield retracted and the knife blade cut cleanly and completely through the media, allowing the cannula to pass through. In addition, the trocar passed an air leak test. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.